Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treatng the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.